Event description:
Patient presented to the physician with an infection. Patient had previously gone to the ER for pain and oozing from both incision sites. ER physician lanced, drained both incisions, and prescribed an antibiotic. Ent saw the patient 2 days post-ER visit and prescribed additional antibiotics.

Event description:
Patient presented back to the physician with an infection near the neck incision. Physician brought the patient into the or and removed the entire inspire system.